Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bilateral hernia repair procedure, both devices did not do what it was supposed to do. The balloon trocar malfunctioned and the mesh that was trying to be implanted became stuck in the lumen of the trocar.